Event description:
The customer contacted baxter's technical service center to report a issue of system error (se) 2240(air in set) while on the home choice (hc) device during use during initial drain. The home patient (hp) stated that she disconnected to drain manually and reconnected to the hc. The hc alarmed with se 2240. The baxter technical representative (tsr) advised the hp to start over with new supplies and explained proper procedure to disconnect and reconnect there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) stated that she disconnected to drain manually and reconnected to the hc. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.